Event description:
It was reported that during a lead removal procedure, the lead broke off. The physician was removing the lead, so the pt could have magnetic resonance imaging (MRI). The physician was only able to retrieve 17 cm of a 28 cm lead. Additional info was requested from the physician.

Manufacturer narrative:
(B) (4).